Event description:
It was reported that during a bowel resection, the first firing had an incomplete staple line, device was reloaded and did not cut all the way, a new device was pulled it tore the bowel. Additional sutures and cautery were used to complete the procedure. There was no adverse consequence to the patient.